Event description:
The inspire sleep apnea device was implanted on (B)(6) 2020, and it has never performed as indicated. I underwent several adjustments and sleep studies in an attempt to titrate the device. The device has never been effective. I wish to have it removed as it is not MRI compliant, and could hamper future treatments and testing. I have spoken with several healthcare providers, including sleep technicians, and have found none that say the device works as described. I am filing this report not only on my own behalf, but also many others that have found no success with the device. I urge the FDA to look closely at this product, and take action to prevent inspire from continuing to sell and implant this device.